Event description:
Ifum regulatory update confirms that an additional screw was used. Summary of current medical records: (B) (6) 2007: pre-tibial swelling at tibial tunnel site. (B) (6) 2007: wound opened up and drained white fluid. (B) (6) 2007: operation: irrigation, debridement, implant removal. (B) (4).

Manufacturer narrative:
Product recall was initiated on 08/21/2007. (B) (4).